Event description:
While using a byte retainers, patient reported that their bottom teeth are starting to overlap and they have some crowding. Requested patient to use hh tips with retainers and to confirm if they would like additional treatment for both arches or lower arch only.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.